Event description:
It was reported by the vad coordinator that during implant, the surgeon was unable to get the plastic piece off of the dull end of the coring knife during surgery. It was also noted that the surgeon cut his hand trying to remove the plastic piece.

Manufacturer narrative:
The coring knife was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.